Event description:
Caller states the patient tested 4.5 inr, 6.4 inr, and 4.4 inr on the coaguchek xs plus system while a comparison lab returned as 3.2 inr. Caller reports having to squeeze the patient's finger excessively when the result of 6.4 inr was obtained. No actions taken based on the device results. No adverse event reported. Requested return of suspect system, however the test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 4.5 inr, 6.4 inr, and 4.4 inr on the coaguchek xs plus system while a comparison lab returned as 3.2 inr. Caller reports having to squeeze the patient's finger excessively when the result of 6.4 inr was obtained. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.